Event description:
The patient's mom/reporter claimed the animas pump had multiple occlusion alarms two days prior to the phone call to animas. Sometime after, the patient's blood glucose rose to 536 mg/dl and the patient reportedly had symptom of nausea. Due to the occlusion issue, the patient allegedly was unable to take bolus insulin. Reportedly, when she would attempt to bolus, the pump would alarm an occlusion and the bolus dose would cancel with only partial delivery. During troubleshooting, the patient denied a bent cannula issue. There was no blood at the site. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is reported because the patient had a multiple occlusion issue and afterward developed elevated blood glucose of 536 mg/dl. The product was requested back for investigation due a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no data from the time of the event was available in the pump history due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No activity outside of normal use was recorded in the black box. A 29 hour flow accuracy test was performed without alarms and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, the keypad was found to be peeling; all keypad buttons were found to be responding appropriately. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Also unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.